Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05355. The pt is implanted with two leads (from different lots). It was reported the pt was experiencing pain, discomfort, swelling, and redness along her back. The pt was prescribed an antibiotic and the swelling and redness are diminishing. Allegedly, the doctor believes the pt's issues may be related to cancer or chemotherapy treatments. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.